Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or malfunction which is expected to have been present whilst implanted. The reported cut into the silicon body cannot have been present whilst implanted. Thus, it cannot be the reason for the reported pain. Therefore it is assumed that the reported pain is due to device unrelated medical reasons. The damages found during the device investigation are most likely due to the explantation surgery. This is a final report.

Event description:
The explanted device was received at (B)(6) stating pain over the implant site. According to further information rceived, the patient hears well at the moment and she no longer has any pain anymore.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at (B)(4), stating pain over the implant site.